Event description:
Procedure type: lap chole. According to the rptr: during surgery, the seal broke off and fell into the cavity, however it was retrieved. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.